Event description:
A nurse reported during quad mode the system kept showing an occlusion message. Handpiece, tip and cassette were exchanged nad surgery was completed with no harm to the pt. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).